Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a hospitalization due to high blood glucose on (B)(6) 2014. Blood glucose reading at the time of hospitalization was over 600 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The customer mentioned that the insulin pump was not alarming when it should. Customer also mentioned a previous hospitalization a year ago also related to missing alarms and high blood glucose. The current blood glucose reading is 600 mg/dl. The customer has treated with manual injection. The customer has been off the insulin pump since (B)(6) 2014. Troubleshooting was performed. The insulin pump did not pass all functional tests. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.